Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Root cause: the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. The rbc signal showed that plts were collected at a lower concentration than predicted and that the collection of the platelets was not steady. There were no events (adjustments, changes in pumpspeed, substate changes, etc.) During the procedure that corresponds with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product.there was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(4). The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.